Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 49 mg/dl and 99 mg/dl. Customer was treated with drank juice and food. Customer was not able to deliver a bolus because it was low. Customer was to clear alarm by pressing ok. Customer was declined further troubleshooting on low blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.